Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23apr2020.

Event description:
The customer reported intermittent touchscreen response. There was no patient involvement. The manufacturer's field service engineer advised replacement of the touchscreen.

Manufacturer narrative:
G4: 23apr2020. B4:23apr2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 09may2020, b4: 11may2020. The customer replaced the touchscreen to resolve the issue and the unit has been returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.